Manufacturer narrative:
The reported complaint was not confirmed, nor duplicated. The pump operation log gives no indication of the reported problem but does indicate system error 75 or system error 123 which typically accompany a non-responsive keypad. Therefore, the pump was tested (run) for 24 hours as part of this investigation. There were no failures during that period. The keypad was responsive during the investigation of this pump.

Event description:
On (B)(6) 2013, keypad reported to freeze when in use.